Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effect; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. No specific treatment was performed for the air embolism as it was minor with minimal impact to the patient there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: estimated date of event. D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The indeflator was connected directly to a device and the issue was at the luer lock where the indeflator locks in to the device. It was noted that the gasket was either causing the leak or the luer-lock function was not allowing a tight enough seal. It was noticed on angiography that there was a visible air leak as air bubbles were seen in the anatomy. No specific treatment was performed for the air embolism as it was minor with minimal impact to the patient. Another indeflator was used to complete the procedure. There was no adverse patient effect. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore, the delay is not considered clinically significant. No additional information was provided.